Event description:
It was reported that the patient's transmitter would not power up. Burned contact strips were noted after a storm occurred. No further information available.

Manufacturer narrative:
Final analysis found burn marks on the ac power adapter, circuit board, and printed circuit board (pcb) which resulted in the power up anomaly.